Event description:
It was reported that allegedly an endovascular stent graft was implanted in a 6mm av graft located in a left arm brachial artery/axillary vein anastomosis. Reportedly, the patient had undergone angioplasty of a stenosis at the venous anastomosis; however, due to the elastic lesion, a stent graft was advanced and deployed at the venous anastomosis. Subsequently, to "tack the stent completely against the vein wall" angioplasty was performed. Repeat angiogram revealed that the stent had moved to the proximal basilic vein and remained radiographically stable in that position for the remainder of the procedure. A follow up radiograph after the procedure showed migration to the right ventricle. The patient was hemodynamically stable. The physician attempted to retrieve the device with a snare; however, this proved unsuccessful. The patient then underwent surgery and the device was explanted.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The complaint sample was discarded by the user facility, therefore, no evaluation could be done. The event investigation is currently underway.